Event description:
Reporter stated that a neonate's blood glucose was measured on an accu-chek performa system, with a result of 32 mg/dl, and on an accu-chek sensor system, with a result of 58 mg/dl. No adverse event associated with the alleged malfunction was reported. The manufacturer requested the return of the suspected product for eval.

Manufacturer narrative:
The event occurred in a foreign country. This is for the suspect device used with the accu-chek performa system.